Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
Flow drift high e-155 a ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at a third party service center, a "flow drift high" error was observed on the device error log. The device's main board was replaced to address the issue.